Manufacturer narrative:
(B)(4). Evaluation summary: the analysis results found that the cartridge was received loose inside the bag and with the proximal 30 drivers up without staples, and the remaining drivers down with staples present. Additionally, the returned cartridge had the swing tab in the locked position, which indicates that the instrument's firing cycle was interrupted, and then restarted. It should be noted that the cartridge is designed to lockout, as a safety feature, if any staples have been fired from the cartridge. In addition, the instructions for use state: "caution: complete the firing stroke. Failure to complete the stroke may result in incomplete staple line." The cartridge was loaded into a test device and tested for functionality; it fired, cut and formed all the staples as intended. The device fired with no difficulties and the staples were noted to have the proper b-formed shape. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a fobi-capela procedure, the third reload did not fire completely. The distal third section did not staple. Some staples from one staple line could not be fired. It is unk how the procedure was completed. There was no pt consequence.